Event description:
It was reported that the pt crashed during the procedure. The customer sent in all products used from every vendor as is their policy when a pt crashes during the procedure. Eval could find no defects that would contribute to the pt's demise.